Manufacturer narrative:
(B)(6). The device was received containing approximately 85ml of fluid in the bladder. Visual inspection on the returned unit using the naked eye found no signs of blockage or physical abnormality that could have caused the reported flow problem. The luer cap was removed and evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and passed; all specifications were met. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse. The folfusor was filled with 2400mg of 5fu and diluted with naci. Fill volume was 91ml. There was no patient injury or medical intervention associated with this event. No additional information is available.